Event description:
It was reported that during an attempted implant, the set screw would not tighten down. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported set screw anomaly was confirmed in the laboratory. The rv set screw bore ws found to have debris at the bottom which prevent the set screw from fully securing the lead.